Event description:
It was reported, that this patient from the (B)(6) of this hospital needs to have this powerpicc catheter placed. No abnormality was found when the operator trimming the catheter, and the catheter was inserted smoothly. Resistance was met when removing the guide wire. And it was removed successfully eventually. After removal, the stylet was found bent. The catheter was found occluded one hour later. X-ray showed that the catheter was kinked in the body. The catheter was then removed subsequently. And the patient switched to a cvc.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.